Event description:
During a remote follow-up, episodes of noise resulting in oversensing, far field r-wave oversensing (ffrwos), and inappropriate automatic mode switch (ams) was observed on the right atrial (ra) lead. Ra lead damage was alleged but not confirmed. Provocative testing was performed and the lead noise was reproduced. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming has been performed to resolve the event. The patient was stable.